Manufacturer narrative:
(B)(4). Date sent: 6/30/2023. D4: batch #w7008z. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the har36 device was returned with the tissue pad detached and not returned. In addition, the device was returned with the blade tip damaged, however, the blade was not cracked. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to verify the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch w7008z, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device was used for about an hour and after that, the white plastic part in the jaws of the shears fell off. After the incident, a new device was taken and procedure finished without any consequences. The procedure was delayed 2 minutes. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: w7008z. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: event description states, "white part was not recovered." Was the detached tissue pad retrieved from the patient? It fell off from the harmonic jaws, when device was not in the patient. The tissue pad fell on the ground and unfortunately was thrown to the trash immediately, therefore we could not send it to examination. This is an analysis of a set of images submitted for evaluation. Image 1(camscanner (B)(6) 2023 14.02): the image provided by the customer is that of the distal jaw of what appears to be a har instrument. A closer look at the clamp arm interface shows the tissue pad detached. Image 2(camscanner (B)(6) 2023 14.00.pdf): the image provided by the customer shows a har device with the tissue pad detached. The batch and serial could be seen as the batch and serial can be seen as w7008z, (B)(4). Image 3(camscanner (B)(6) 2023 14.05): the image provided by the customer shows a har packaging tyvek. The lot can be seen as w7008z. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. Based on the photo, the reported event was/ was not confirmed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number w7008z, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.